Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to capture. The instrument passed all visual inspection and final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to achieve capture. The pacing wire was inserted and positioned, and initial testing demonstrated no capture. The pacing wire was repositioned and tested again; however, capture was still not achieved. Prior to further repositioning or replacing the pacing wire, testing was performed using a different epg, and capture was successfully achieved. The epg was not attempted again after the replacement worked. No patient complications have been reported as a result of this event.